Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the bag broke. The surgeon used another device to complete the procedure. The hosp ahs reported no pt injury occurred.